Event description:
It was reported that, during a routine follow-up, this right ventricular (rv) lead exhibited noise oversensing. A conductor fracture was suspected and a request was made of boston scientific technical services (ts) to review data from the device. Ts noted that in addition to the noise oversensing, shock impedances had been variable for the past year. The patient has a terminal illness and the physician made the decision to turn off tachy therapy and continue monitoring the system. This rv lead remains in service. No adverse patient effects were reported.